Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead did not pace when connected to the header during implant resulting in approximately 15 seconds of asystole for this dependent patient. It was determined that the rv lead was accidently inserted into the right atrial (ra) port. This was corrected and the lead remains in service. No additional adverse patient effects were reported.